Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph displayed inaccurate data points. There was no reported impact to the customer's blood glucose level. Reportedly, the graph corrected itself and the customer continued to use the pump for insulin therapy.